Manufacturer narrative:
Additional manufacturer narrative: (B)(4). The device was not returned to edwards for evaluation as pathology reported patient authorization is required to release the device. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. Based on the information received the cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Edwards received information that a 19mm pericardial aortic valve, implanted five (5) days, was explanted due to hemolysis and lvot obstruction. The explanted device was replaced with a 23mm aortic pericardial valve. After the 19mm valve was implanted, an echocardiogram was done which showed that the valve was seated in good position and there was no perivalvular leak. The patient was taken to the ICU. That evening, every blood specimen that was sent to the lab was hemolyzed. The surgeon wondered if the lvot calcium (the rim of calcium that was left) was starting to cause symptoms because of the blood hitting the rim of calcium. The surgeon decided to watch him clinically. He was extubated, tolerating dialysis, but began having schistocyte appear on his hemogram and his lft's began to go up. An echocardiogram was done which showed the valve had high velocities across the lvot outflow tract as well as the subannular calcified area. A decision was made to return to the or. Intraoperatively, the patient began to clinically deteriorate after line placement. He became hypotensive, fibrillated, and chest compressions were started. He was immediately placed on bypass. There was bleeding in the left chest which was repaired and four (4) liters of blood was evacuated from the chest. The 19mm pericardial aortic valve was excised and the lvot calcium was excised and the surgeon debrided everything back. The annulus was reconstructed and a 23mm 3300tfx aortic pericardial valve was implanted inside a 28mm hemashield graft. Upon removal of the cross clamp, the patient had bleeding from all the suture lines. Multiple blood products and factor vii were given and efforts were made to identify the source of bleeding and reverse the suspected coagulopathy. Despite all the efforts, the patient continued to bleed profusely. The patient expired from intractable coagulopathy.